Manufacturer narrative:
The technician replaced the nurse control board to repair the bed.

Event description:
During a preventive maintenance check the technician noticed the nurse control board starting to corrode.